Event description:
It was reported that the customer was experienced high blood glucose, and the doctor informed nurse to deliver a bolus of 8.0 units. The blood glucose reading was 573mg/dl. Troubleshooting was performed, and the drive support cap was flush. Instructed the nurse to disconnect at the quick release or remove the infusion set from the body. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.